Manufacturer narrative:
Batch review performed on 11 july 2022: lot 2000627: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a loose patella and the cause of the loose patella is unknown. At about 2 years form primary the surgeon revised the patella and insert. The surgery was completed successfully.